Event description:
A customer reported that their pump screen would light up but did not display anything, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging to replace the pump, provided storage mode instructions, and instructed the customer on steps to take with the replacement pump. The customer will use mdi as a backup therapy to ensure insulin delivery is not interrupted. The customer was advised to return the problematic pump within 10 days.